Event description:
It was reported that a change in therapy effect. The patient stated she had a tonic-clonic seizure at (B)(6) and was hospitalized on (B)(6) 2014, during which time she was in extreme pain. The healthcare professional (hcp) later reported that the patient had fallen and had increased pain and dystonia. The patient received intravenous (IV) dilaudid that helped with the pain but made her very sleepy. Phenergan (IV) and benadryl were also administered while in the hospital. The patient noted that ¿she was not experiencing that with the pump in terms of pain management.¿ when the patient was discharged after staying overnight she gave herself a bolus but instead of receiving pain relief she felt extremely sleepy. The patient stated the catheter was on the left side and during the seizure she had been placed on the concrete floor on her left side and was concerned something could have happened to the catheter ¿as she said that someone was pushing her down while she was in this position.¿ the patient commented that she ¿thought there was a leak in the catheter.¿ the device was interrogated on (B)(6) 2014 and no issues were observed and the hcp stated that patient recovered without serious impairment. The patient mentioned this to the hcp on (B)(6) 2014 but they did not check the device under fluoroscopy. The patient indicated dissatisfaction with her hcp service, stating that had relocated and the first two hcps she saw did not provide adequate support compared to the care she received before she moved. The patient stated that the hcp suggested that they start decreasing her pump dosage to wean her off the medication and fill with saline as he believed she has become hypoanalgesic to the medication, and instead suggested that she attend yoga and mind over matter classes to manage pain. The patient noted she had seizures in the past. The pump was used to infuse clonidine, bupivacaine/marcaine, and dilaudid (hydromorphone). No outcome was reported for this event. Further follow-up was being conducted to obtain this information. If additional information is received, a report will be submitted. The patient noted several medical history details that were omitted.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported the patient did not have concerns with their device or therapy.